Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a no disposable alarm and over delivery. The res volume was 8.2 ml, total volume programmed was 102 ml with 1.6 ml for prime tubing, and only a couple drops of medication was left remaining in the cassette. It was unknown if there were any adverse patient effects.

Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken. There was no evidence of the reported problem in the device's event history log; however, there was a record of a no disposable alarm. Three accuracy tests were performed. Upon testing, the reported problem was duplicated. The root cause was unable to be determined. The most probable cause was the device was out of specification. The expulsor assembly and the dso sensor were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: (B)(4).